Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. The customer's blood glucose value was 200 mg/dl. Customer stated the button delay was annoying and had to press the buttons multiple times before they respond. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button. Customer stated the middle and side buttons were unresponsive. Customer stated pressing menu button took them to the menu screen. Customer stated using the up arrow allows them to navigate screens. Customer stated using the down arrow allows them to navigate screens. Customer stated middle button delays a lot. Customer stated the pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer stated bolus menu was available and they are not seeing 0.0 when attempting to program a basal. Customer stated the button was not unresponsive during an easy bolus attempt. Customer stated the buttons are not responding. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly.